Event description:
It was reported that approximately 42 months post implantation of a xience prime stent in the proximal left anterior descending coronary artery, via an obituary, the patient was noted to be deceased. Reportedly, beginning in (B)(6)2012, the patient experienced many unrelated medical events such as a myocardial infarction, gi bleed, pneumonia and congestive heart failure. On (B)(6) 2012, the patient was admitted into hospice. On (B)(6) 2012, the patient died of unknown causes. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, the following information was received: the death was unrelated to the implanted stent and the stenting procedure. There was no additional information provided.